Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with non-st elevation myocardial infarction. Vascular access was obtained via the femoral artery. The 99% stenosed, 24mm in length, eccentric, de novo target lesion was located in the mildly torturous, moderately calcified, and 3.5mm in diameter left circumflex (lcx) artery. There was a significant bend of less than or equal to 45 degrees involved in the lesion. Following pre-dilation with 3.5x15 non-bsc balloon catheter, a 3.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was found that the proximal of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.